Event description:
It was reported the patient was revised due to instability. Due diligence is complete as multiple attempts were made; however, no further information was received.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was not returned by the facility. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products & mdrs 183054 vanguard cr por fem-rt 75 lot# 407250. MDR: 0001825034-2023-00440. Unk- 18x 71/75 bearing lot# unk. MDR: 0001825034-2023-00442.

Event description:
Upon receiving additional information found during investigation of the reported event, it was determined that the part referenced should not have been reported. The initial report should be voided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon receiving additional information found during investigation of the reported event, it was determined that the part referenced should not have been reported. The initial report should be voided.